Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while scanning for this subcutaneous implantable cardioverter defibrillator (s-ICD) the programmer was unable to find it. A magnet was applied to the device and tones were emitted. An attempt to interrogate the device was made again which was successful. No adverse patient effects were reported.